Event description:
(B)(4): information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient mentioned they have a bladder infection so no data was collected. They also reported no bowel movement and they have a catheter in. No device issue and no further patient complications have been reported as a result of this event.